Manufacturer narrative:
(B)(4).

Event description:
Additional information reported indicated the implantable device had turned sideways because surgeon placed it below the skin.

Event description:
Information was received from a patient with an indication for use noted as urinary dysfunction and gastrointestinal/pelvic floor. She also noted having fibromyalgia, rheumatoid arthritis, and gall stones. The patient reported that since implant, when she lay down she could feel a little stimulation in her hip area, but not in her vagina where she was told she should be feeling stimulation. The patient¿s device had helped with her bowel issue and since implant she hadn¿t had to take any stool softeners, but the device was implanted to help with her urinary issues. She never had therapeutic effect and had stimulation in the wrong location. The stimulation location and level was uncomfortable and she wanted to have it changed. Her next healthcare provider appointment was scheduled for (B)(6) 2012 and she reported getting at least 50 percent or greater therapy results three days prior to the appointment. The device wasn¿t doing anything for the patient¿s bladder issue; it worked a while at first and then it stopped being effective, but she didn¿t know when this started. By the time she felt it she had to go to the bathroom, she had already gone. Her doctor gave her a sample of an overactive bladder medication to try and she was supposed to take 25 mg per day, but she was worried it would dry her out too much. The patient was trying to drink more water. She hadn¿t seen a doctor or manufacturer representative since shortly after implant when the device was programmed. In (B)(6) 2014, the patient reported that she had a groin strain and pain that had been going on for about a month and sometimes it was really hard for her to walk. The groin strain and pain were on her right side, the same side as implant, and she wanted to know if this could be caused by the device. She turned stimulation off to see if the groin pain went away. When the patient placed the patient programmer antenna over the implant and pressed the sync button, she ¿felt something.¿ after turning off the device, a lot of the pain left, so the patient thought it was the device causing the pain. She still had concerns regarding her device or therapy but had not sought further help. In (B)(6) 2014 she still had the device turned off in case it was the cause of the pain. The patient believed with the proper instruction and learning of how to operate the programmer that it was a great device. In (B)(6) 2014 the patient reported that shutting the device off did help a little with the pain in the right hip and groin area and difficulty walking, but something still wasn¿t right with it. The patient reported that the doctor ¿messed it up¿ and contacted the manufacturer at some point. She didn¿t know if it was a good thing or not because it hadn¿t worked for her and that could be from ¿lack of knowledge on the doctor¿s part.¿ the patient¿s device was later thoroughly examined by a doctor and was just barely under the skin. The device was removed and replaced; following replacement the patient still had no therapeutic effect and pain on the right side. She wished she never had the implant done and would never recommend it.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v674600, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).